Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Minor bleed/access site adverse event: the root cause of the access site adverse event was likely use related. Per the physician this was a user-related access site injury with bleeding complication as a deeper than usual tract was created.

Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The initial impella cp implant was unsuccessful, as the impella was unable to advance without buckling. The physician suspected that kink in v.18 guidewire prevented advancement of the first impella cp and opted to replace with new impella catheter. Now after replacement with this new impella cp, the patient developed an access site bleed. A femstop for the oozing from impella site was placed. The physician had created a deeper than usual tract when accessing and pre closing artery. This dissected tract was not repaired prior to or during impella support. The patient expired after approximately 19 hours of support. The care was withdrawn.

Manufacturer narrative:
The exact date of death is unknown but has been captured as the date of explant. If actual information becomes known, a supplemental report will be submitted. Medical safety/clinical review medical safety/clinical review was completed. The patient presented with a one-day history of shortness of breath, progressing to worsening dyspnea and lethargy. Emergency medical services were contacted, and the patient developed respiratory failure requiring intubation. Upon arrival to the intensive care unit, the patient experienced a tachycardia arrest requiring cardiopulmonary resuscitation and defibrillation with return of spontaneous circulation. The patient demonstrated worsening lactic acidosis, an echocardiogram showing severe pulmonary edema with a left ventricular ejection fraction of 25¿30%, and a cardiac index of 0.9. Troponins were elevated with global wall motion abnormalities and ECG changes concerning for myocardial infarction. Continuous renal replacement therapy was initiated due to worsening renal function and rising potassium levels. The patient was taken to the catheterization laboratory for left heart catheterization and possible impella support. Coronary angiography noted "clean" coronaries; however, due to worsening lactates, a decision was made to implant an impella cp device for mechanical circulatory support (mcs). During impella cp placement, the physician noted concern for abnormal cardiac anatomy and suspected the pigtail may have been positioned near the papillary muscle. Repositioning was attempted; however, the device crossed the aortic valve and was removed. Re-access of the left ventricle was attempted using a v.18 guidewire. Advancement of the impella was unsuccessful due to buckling at the aortic arch/ascending aorta junction, and a kink was noted in the v.18 guidewire. The device was removed, and a new impella cp catheter was successfully placed. Bleeding and oozing were noted at the access site, and a femstop device was applied. It was reported from the physician that a deeper tract was made to ensure perclose sutures were deployed into the artery rather than subcutaneous tissue. It was noted that one of the 6 fr dilators had been advanced relatively deep into the artery likely distorting the arteriotomy and contributing to bleeding. The dissected tract was not repaired prior to or during impella support. Following transfer to the surgical intensive care unit, the patient continued to have worsened lactic acidosis. The patient was escalated to venoarterial extracorporeal membrane oxygenation (ECMO) with the impella used as left ventricular venting on (B)(6) 2025, which was the next day. Despite this support, it deemed futile, and the patient subsequently expired after withdrawal of care. The first impella cp implant that was aborted due to failure to advance and appears to have been related to the patient's anatomy based on information at hand. This device was successfully replaced and is not believed to be related to the demise outcome. The first impella cp is a malfunction type of reportable event. The second impella cp is related to access site bleeding. Per the physician this was a user-related access site injury with bleeding complication. The patient's demise is most likely due to the underlying condition cardiogenic shock stage e despite the patient's escalation to mcs and elcs (impella cp and ECMO). Care was withdrawn leading to the demise outcome. However, the second impella cp will be reported for the death; the device was in use at the time of expiration. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
H6 updated.

Manufacturer narrative:
B5 updated.

Event description:
The complainant reported additional information upon request: "manual pressure was initially used followed by fem stop which controlled the oozing. It is unclear if or when the fem stop was removed or if the oozing was completely resolved. Care was withdrawn within 24 hrs and the patient expired. The device is not available for return."